Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon leak was unable to be confirmed as no procedural imagery was provided nor was the device returned for evaluation. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation or de-airing, suggesting that there was no issue with the device when removed from packaging. It is possible that the balloon may have interacted with the calcium in landing zone during thv deployment, puncturing the balloon, which resulted in a balloon pinhole leakage, as reported. As such, available information suggests that patient factors (calcification) may have contributed to the reported event, but this cannot be confirmed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. During the tavr procedure, a balloon leakage occurred before the valve was fully inflated, at approximately 80 percent expansion. The cause of the leakage was calcification on the ncc (non coronary cusp), and a pin hole in the balloon was confirmed. A new delivery system was used to post dilate, and the procedure was closed without valve malposition.

Manufacturer narrative:
The investigation is ongoing.